Event description:
It was reported that a patient underwent a pelvic floor repair procedure on an unknown date approximately two years ago. On an unknown date, the patient began to experience pelvic pain on the right side, inflexibility in the vagina, and an area of erosion in the vagina. A second surgery was performed in 2007 to remove a suture. The symptoms have continued and the patient wants the mesh removed. The surgeon has suggested an abdominal hysterectomy and/or to see other surgeons who have performed the procedure. The patient has seen four other surgeons and continues to seek additional medical opinions.

Manufacturer narrative:
No conclusion can be drawn at this time should additional information be obtained, a supplemental 3500a form will be submitted accordingly.